Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was (210 mg/dl). In addition, the customer reported that the pump battery gauge was jumping from 10% battery life to 60% for a couple of days prior to the malfunction alarm. There was no reported impact to the customers blood glucose level due to the battery gauge issue. It was indicated that the customer would use manual injections and has backup pump available as alternate insulin therapy.